Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a blank display with just the word service showing on it. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical support. The customer later confirmed that this device has been repaired and will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had a blank display with just the word service showing on it. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.